Event description:
It was reported that during a laparoscopic nissen procedure, pneumo air was leaking back through the valve through the center. It is unknown why this was occurring only when an instrument was being inserted. There was a drop in pressure and visualization was slightly hindered. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.